Event description:
The manufacturer has been informed that a remstar pro c-flex+, sys one 60 srs, dom device patient has passed away. It was not suggested that the device caused the death. The patient's spouse contacted the manufacturer regarding returning the device. The patient was in hospice for one month before he died. The cause of death was listed as an unspecified cancer. Further information regarding the reported death is necessary. The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the manufacturer's investigation is complete.